Event description:
It was reported that air ingress occurred. During a pulsed field ablation to treat atrial fibrillation, a faradrive sheath was selected for use. The sheath was inserted into the patient, and a catheter was inserted into the sheath. At this point, air was withdrawn from the sheath. Since air could not be drawn when there was nothing inside the sheath at the time of sheath insertion, the physician believed that the sheath valve may have become damaged during catheter insertion. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation to treat atrial fibrillation, a faradrive sheath was selected for use. The sheath was inserted into the patient, and a catheter was inserted into the sheath. At this point, air was withdrawn from the sheath. Since air could not be drawn when there was nothing inside the sheath at the time of sheath insertion, the physician believed that the sheath valve may have become damaged during catheter insertion. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.